Manufacturer narrative:
Product event summary: at analysis the customer comment that the lower display was hard to read was confirmed. It was additionally noted that the lower case, ring cover and one side bail were broken, and that one side bail cover, side bail and ring were missing. The device was to be scrapped in-house. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's lower display had a vertical line and was hard to read. The generator was returned for service and as part of a trade-in rebate program on the purchase of a newer model. There was no patient involvement.